Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose bleed. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging of nose bleeds as well as an unspecified thermal event related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.white contamination observed on the flip lid seal. Also can confirm the presence of contamination in the airpath. Pil can confirm the presence of water ingress on blower box and blower. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In this report, section d9, g3, h3, h6 has been updated or corrected.